Manufacturer narrative:
Visual inspection of the device showed no device defects. Inspection of the valve revealed a minor tear on the outer slit. The device passed standard aspiration, hemostasis, and air pressure tests. The sheath was placed through extensive engineering testing that led to aspiration and hemostasis leaks while an external device was inserted through and manipulated at different angles. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that a polarsheath was used in a paroxysmal atrial fibrillation ablation procedure. During the procedure it was noted that there was a leakage of the hemostatic valve of the sheath occurred during irrigation. When the leak was occurring no maneuvers improved valve performance. The procedure was completed using this sheath with no patient complications being reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that a polarsheath was used in a paroxysmal atrial fibrillation ablation procedure. During the procedure it was noted that there was a leakage of the hemostatic valve of the sheath occurred during irrigation. When the leak was occurring no maneuvers improved valve performance. The procedure was completed using this sheath with no patient complications being reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.